Event description:
On 08 june 2010, the home health nurse reported via telephone that on (B) (6) 2010, after removal of the dressing on an infected (B) (6) femoral popliteal graft wound, the site started bleeding profusely. Direct pressure was held, the patient went to the hospital. According to the physician responsible for the patient's debridement and then v.a.c. Therapy, the emergency room personnel did not observe any bleeding, and allowed the patient to walk to the parking lot to go home. It was reported by the physician that the patient passed out in the parking lot of the emergency room, but there is no indication that he was bleeding. It was unclear what events took place in the emergency room. The physician reported that it was unknown what caused the bleeding episode. The physician stated he "did not know exactly what would have caused the bleeding but that he supposed that any dressing removal or other trauma to the area could have an effect, especially when the wound was infected." It was reported that the patient subsequently expired. The coroner's report stated "it appeared he had an internal bleed."

Manufacturer narrative:
The following additional information was provided through medical records and the patient's treating physician: during the days prior to the event, even when patient was on the moist to dry dressing, the exudates color at times was red/serosanguineous. The last dressing changes with v.a.c. Therapy were associated with pain, but not bleeding. An interface layer was used while the graft was exposed, but towards the end, the wound was red and beefy and no exposed vessel. No record of use of interface layer at that time. On 29 june 2010, inspection, testing and evaluation of the unit and review of the history log did not reveal any evidence of a defect or malfunction with the device. The unit function is normal, as designed, and it meets specifications. Device labeling, available in print and on-line, states: infected blood vessels: infection may erode blood vessels and weaken the vascular wall which may increase susceptibility to vessel damage through abrasion or manipulation. Infected blood vessels are at risk of complications, including bleeding, which if uncontrolled, could be potentially fatal.